Event description:
It was reported that, during a real intelligence cori assisted tka surgery, while burring the real intelligence robotic drill guard broke apart. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Additional information: h3, h6. H11: the real intelligence robotic drill guard, part number rob10016, lot number 1291958, intended for treatment was returned for evaluation. The reported problem was confirmed with a visual inspection. The suction port is detached from the guard body. A functional evaluation was not performed due to the broken weld. The reported problem was confirmed, the weld was cracked and broken from the entire barb. The most likely cause of the reported problem is a weak/inadequate weld strength around the perimeter of the irrigation tube. A complaint history review was performed by part number and similar complaints were identified. A review by lot number was performed and similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the lot or part number and scope of this complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. As part of a corrective action a more robust design of the drill guard has been released. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities. Based on the device evaluation and the results of investigation referenced, has identified that this event should be re-evaluated for MDR reporting. As a result, it has been concluded that this case does not meet the threshold for reporting and is a non-reportable event. If additional details confirm the occurrence of a reportable event, we will update our records accordingly and submit a subsequent report detailing both the event and our completed investigations. Internal complaint reference: (B)(4).